Manufacturer narrative:
One device was returned for repair. This device has not been in for service in the review period. There was no evidence to review in the event history log. Visual and functional testing was performed. The reported problem that the device failed accuracy test 8.64% was confirmed by functional test. The cause is the expulsor. Replaced the expulsor to correct the problem and pump passed all functional tests after repair.

Manufacturer narrative:
E1: phone - (B)(6); unknown initial reporter zip code. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test, 8.64%. There was unknown patient involvement.